Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively, which was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On march 03, 2023, mentor received additional information regarding the device date of explantation. The device date of explantation was reported to be (B)(6) 2023. Section d6b. Has been updated to reflect this information. Information received also stated mammary asymmetry and confirmed the capsular contracture on the left side. On march 13, 2023, mentor received additional information stating that the complaint device was not saved and cannot be returned. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 27, 2023, mentor became aware that the date in the last sentence in section b5 of the previous report was incorrect. The correct sentence should be "as a result, the patient underwent explantation on (B)(6) 2023." Manufacturer¿s reference number: (B)(6) on january 27, 2023, mentor became aware that the date in the last sentence in section b5 of the previous report was incorrect. The correct sentence should be "as a result, the patient underwent explantation on (B)(6) 2023."